Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the top half of the main display blank. This condition had the potential to interrupt delivery. This condition occurred upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the top half of the main display being blank was confirmed by baxter personnel during product evaluation. The root cause was a faulty main display. The main display was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Additional investigation is being conducted through (B)(4).